Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode and the k electrode on a cobas pro ise analytical unit. The initial values were accompanied by laboratory delta check alarms and a doctor complained about the values, so the sample was repeated. The sample was repeated on a second analyzer and the repeat values were deemed correct. The sample initially resulted in a na value of 160 mmol/l and it repeated as 140 mmol/l. This sample initially resulted in a k value of 5.6 mmol/l and it repeated as 4.0 mmol/l.

Manufacturer narrative:
The na and k electrode lot numbers and expiration dates were requested, but not provided. The field service engineer found a small piece of paper on the tip of the dilution nozzle. The dilution vessel and all ise nozzles were cleaned. Controls and precision studies passed. The investigation determined the service actions resolved the issue.